Event description:
Surgeon reported that the suture needle broke during a surgical procedure. Surgeon reports grasping the needle on the tip as a matter of practice. The surgeon felt pain in his hand four days later, proceeded to the emergency room and removed a fragment of metal from his hand.

Manufacturer narrative:
Failure related to user handling. Surgeon reports grasping the needle at the tip. The product insert cautions the user to avoid damaging the needle tip, and swage area to grasp the device only in an area 1/3 to 1/2 the distance from the swage to the tip. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.